Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had b30 error message. The issue was found during preparation for use. The diagnostic colonoscopy procedure was delayed by a few minutes. There were no reports of patient harm.

Event description:
The condition of the patient was not impacted by the failure. Unknown if the procedure therapeutic or diagnostic. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred. The user may replace the unit. Other related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (ga23501175-1) and to provide a correction to the initial (d4, d9 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The complete evaluation results are as followed: corrosion of bottom chassis and ,front panel, and front chssis. Dust and foreign material present inside the video connector socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 error code was caused by the adhesion of liquid or foreign object. However, the root cause of the b30 error code could not be determined. Olympus will continue to monitor field performance for this device.